Event description:
It was reported that this patient received inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were three inappropriate shocks delivered across two episodes due to oversensing of noise. It was also noted that the smart pass feature had been disbaled in the past due to apparent asystole. Engineering analysis on the data determined that this was most likely caused by sense b artifacts. Testing in clinic was performed including pocket manipulations and isometrics that could not reproduce the noise. An x-ray was performed to confirm system position. Ts suggested reprogramming to the secondary vector, which was done and resolution was obtained. The physician had elected to turn off therapy prior to resolution. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.